Event description:
It was reported that the patient went on a long motorcycle ride wearing tight pants shortly after his last revision surgery. His pump subsequently turned in a position that was very difficult to operate. The device worked, but the pump was difficult to access. In addition, the patient had experienced a small amount of leakage after the last revision, therefore, the cuff was downsized as it was determined to be too large. The pump and cuff were removed and replaced. No patient complications were reported in relation to this event.